Manufacturer narrative:
Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. Unit also had a missing reservoir tube o-ring, scratched display window cover, scratched case, faded serial number label, faded end cap address label, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button. And a minor scratched display window, unable to perform the displacement test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they need to do field action. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.